Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged gear train noise issue could not be verified. Additionally, the alleged occlusion alarm issue was verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to blood glucose. Reportedly the customer continued to use the pump for insulin therapy but declined troubleshooting.